Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-sep-2018, and confirmed that this device was not previously returned for servicing, and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to issue the item. A technical support specialist (tss) found that the customer had pharmacy admin privileges and confirmed the error message when the item was selected in the patient order list screen. The minimum and maximum configuration showed the item assigned to bin 03-26 with a quantity of zero and to bins 03-27, 03-28, and 03-29 with a total quantity of three. In the medbank myqlink (mql) bins screen, bins 03-27, 03-28, and 03-29 were identified as locked. Tss guided the customer through verifying in the cubie admin screen that the locked status for these bins was set to true. The customer stated that pharmacy would be notified. The system functioned as intended after the technical support specialist guided the customer.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, a message was displayed on the screen stating issue amount could not exceed the station quantity, but the item was stocked in other cubie drawers with sufficient quantity. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.